Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the box, it was discovered that the tibal component was not in its sterile package, but in a plastic bag encased in foam. There was no sterile peel-open container.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The tibial component, poly bag, foam, package insert, box, and outer shrink wrap were returned for review. As returned the tibial component was in the poly bag and the box was in the outer shrink wrap with the shrink wrap ripped open on one side. No sterile cavities or (B)(6) lids were returned. A stock investigation identified that no other units from this lot were available for evaluation. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Follow up communication with the sales rep confirmed that he was present in surgery when the box was opened and that the box and outer shrink wrap did not appear to be compromised prior to opening. An investigation was initiated to evaluate the patient risk and action was initiated to investigate the issue. The investigation concluded that there was insufficient evidence to strongly suggest that the product left zimmer biomet control in the condition described by the hospital and that no further action was necessary. The investigation determined that if the product was received as described it would be obvious to the surgical staff that the device is not sterile and the product would not be used. The investigation was approved and determined that no CAPA was required. A definitive root cause is unknown.